Manufacturer narrative:
Evaluation results: operational problem ¿ event was most likely procedural related/use of device during procedure, no results available since no evaluation was performed - no device/cine images returned for evaluation. Evaluation conclusions: known inherent risk of procedure - stent deformation, device failure related to patient condition - severe calcified with severe tortuosity and 90% stenosis, device not returned - no device/cine images returned for evaluation. (B)(4).

Event description:
The physician was attempting to use an endeavor resolute rx drug eluting stent during a procedure to treat a severely calcified lesion, with severe tortuosity and 90% stenosis in the rca. The device was inspected prior use with no abnormalities noted. The device could not pass the lesion, which was pre-dilated with spl15015 at 10atm for 5s, spl25015x at 12atm for 7s and spl30015x at 14atm for 5s, 3times. 30% stenosis remained post pre-dilatation. Physician then replaced with another brand of device to complete the surgery. Surgery time was extended to 10 mins and physician determined the reason of the event is the end of the stent was deformed. It was removed from the patient and no injury or clinic sequelae were reported to the patient. "Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions."

Manufacturer narrative:
Evaluation summary: no resistance noted passing a 0.015¿¿ patency mandrel along the inner lumen. There was no damage evident to the distal tip. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. There was no deformation evident to the stent struts or segments. There was no damage noted to the delivery system .